Event description:
Event in pt's home 2006, presented to ER five days later, implanted hardware in hip discovered broken on x-ray, surgically removed 3 days later, and replaced with the total hip prosthesis. System implanted at hosp in 2006.